Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged as a result of twiddler's syndrome. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead, including twisting and curling, was noted. Due to the location and morphology of the damage to the lead it is likely that external stress applied to the lead body resulted in the lead dislodgment. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.